Event description:
Litigation papers allege: severe pain and discomfort in her back, hips, groin, and thighs. Patient's hips crack, click, and pop, decreased range of motion, weakness, sensation of misalignment and difficulty with activities of daily living such as walking and standing after being seated. Physicians have advised patient that she suffers from elevated levels of cobalt and chromium metal ions in her blood stream. On (B)(6) 2010, patient's cobalt level was 2.6 and her chromium level was 1.4. The increased presences of said metal ions in her bloodstream can cause significant health problems, while subjecting the patient's increased medical diagnosis and treatments.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and sticker sheets received. After review of medical records, the patient was revised to address failure of the left total hip replacement implants due to metal-on-metal bearing failure. It was reported that the patient has been having groin pain and on imaging, there were changes seen behind the acetabular component. The cup had no remaining bony ingrowth at removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.